Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the balloon burst after successful valve deployment.  The balloon was unable to be removed through the sheath.  There was no evidence of calcification.  A cut down was performed at the left femoral artery to remove the balloon.  There were no missing pieces of balloon reported. The valve is functioning well, and the patient is stable post procedure.